Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella¿5.5 device was inserted via the right surgical approach in a 65-year-old male patient presenting with cardiomyopathy, scai shock stage¿d, with a history of diabetes mellitus and renal insufficiency. Lactate dehydrogenase (ldh) levels had previously ranged from 600¿700¿u/l and increased to 1120¿u/l this morning. Per the managing physician, transthoracic echocardiography (tte) performed yesterday showed the device positioned deep and oriented toward the mitral valve; the impella was subsequently retracted by 3¿cm. A repeat tte was planned for further position assessment. Urine remained clear per the nursing report. The patient was supported concurrently with va-ECMO and remained on impella support. The reported hemolysis requiring device repositioning may be influenced by patient-specific factors such as underlying cardiomyopathy with cardiogenic shock, hemodynamic instability, renal dysfunction, concurrent va-ECMO support, and suboptimal device position.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Added a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue was most likely related to use of the device, as pump repositioning resolved the elevated ldh values during the case. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
An impella 5.5 device was inserted via the right surgical approach in a 65-year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of diabetes mellitus and renal insufficiency. Lactate dehydrogenase (ldh) levels had previously ranged from 600¿700 u/l and increased to 1120 u/l this morning. Per the managing physician, transthoracic echocardiography (tte) performed yesterday showed the device positioned deep and oriented toward the mitral valve; the impella was subsequently retracted by 3 cm. A repeat tte was planned for further position assessment. Urine remained clear per the nursing report. The patient was supported concurrently with va-ECMO and remained on impella support for a total of 18 days when the decision was made to withdraw care and the patient expired. The pump had been used beyond the indicated use. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d. The reported hemolysis requiring device repositioning may be influenced by patient-specific factors such as underlying cardiomyopathy with cardiogenic shock, hemodynamic instability, renal dysfunction, concurrent va-ECMO support, and suboptimal device position.

Manufacturer narrative:
B1/b2, b5, h1, and h6 updated; patient death reported. The investigation is still ongoing.